Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. As the malfunction code did not recur, the customer was advised to continue using the pump and instructed to call back if any issues reappeared. The caller acknowledged and understood these instructions.